Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 supplemental sent in part to correct information contained within follow-up # 1; the test strips failed testing. The reported issue was confirmed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the structural integrity of the test strip vial was found to be compromised during a gross leak test. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2015. The patient reported obtaining a blood glucose reading of 203mg/dl on the subject meter and 89mg/dl on an unknown meter, obtained within 30 minutes of each other. Based on statistical methodology these results exceed lifescan's criteria for accuracy. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their diabetes management regimen in response to the alleged inaccurate readings. The patient denied developing any symptoms; however the patient reported visiting their doctor in (B)(6). The patient reported receiving treatment of a glucagon injection from their doctor. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient received hcp treatment for hypoglycemia sometime after the alleged issue began.

Manufacturer narrative:
Follow-up # 3. The test strips have been returned and further evaluated by product analysis with the following findings: the structural integrity of the test strip vial was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 3. Supplemental sent in part to correct information contained within follow-up # 1 (fu 1) and # 2 (fu 2). The MFR narrative in fu 1 was incorrect and contained information from an incomplete strip investigation. This should read: the lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Product analysis performed a retain test. The retain test strip passed testing with no faults found. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The method code should not have been included in fu1. Fu2 should only have contained the correction information. The alert date for fu 2 should read 3/3/2016.